Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2014. According to the complainant, during hospitalization for a planned replacement of the jejunal tube it was noted the patient had a duodenal ulcer. Reportedly, the removal of the jejunal tube would not be possible as it can cause intestinal tractions. The physician decided to cut the tube and waited for fecal evacuation with the aid of laxatives. "Possible presence of fitobezoar". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.